Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet unknown titanium mesh, catalog #: unknown, lot #: unknown. Zimmer biomet unknown screw. Catalog #: unknown, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a titanium mesh plate and screws implanted in their forehead area approximately seventeen years ago. Subsequently, the patient alleges that the screws feel sharp and that many are coming through. Additionally, the patient has high levels of cobalt in their blood. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
The patient confirmed that the implant is a custom pmma implant and not titanium mesh as initially reported. She further reported that approximately 17 years ago, her surgeon informed her that there was fluid behind her forehead and he was concerned for an infection. An MRI was completed and confirmed no fluid or osteomyelitis. However, the surgeon insisted that they go in and check it out. The patient stated that he took out 1/3 of her skull. The bone removed was not sent to pathology. The patient reported additional symptoms of no saliva and unbearable pain in the eye and cranium.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: a1; a2; a3; a4; b4; b5; b6; b7; d1; d2; d4; d6; e1; g2; g3; g4; g6; h1; h2; h3; h4; h6; h11.